Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported the patients was hospitalized for diabetic ketoacidosis, hyperglycemia and a urinary tract infection. The pod was removed, and it was reported the cannula was bent. The patient was treated with antibiotics, potassium and intravenous insulin. The patient was also given medication (unknown) for vomiting and insulin syringes as a back up to the pod. The pod was worn between 4 and 24 hours on the abdomen. Additional information is unavailable.